Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers basal and bolus history disappeared and reappeared on the pump touchscreen. Customer¿s blood glucose level was around 126 mg/dl. No further information was provided to tandem technical support regarding this issue and the customer continued to use the pump for insulin therapy.